Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a component failure of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image this event was caused by a component failure of cable unit. A definitive root cause could not be identified for the failure of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6) medical center. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use the subject device had abnormal image. There were no reports of patient harm.